Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgical team noticed the long bipolar grasper had a frayed wire. No fragment was noted in the patient. No injury was reported during the case. The instrument was removed from use. The procedure was completed open. Isi followed up with the initial reporter and obtained the following additional information: the surgeon stated the conversion to open was solely due to patient anatomy. The tumor size was larger than anticipated. The patient tolerated the conversion to open with no injury reported. The conversion had nothing to do with the system. No complications were reported.